Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on the distal and proximal conductors (not obstructed) and in/on the helix mechanism. The outer insulation was breached cut and there was apparent explant damage. (B)(4): the device was returned and analyzed. Analysis results revealed that no anomalies were found.

Event description:
It was reported that the pace/sense portion of the right ventricular tachy lead had impedance variations and high thresholds. The pace/sense portion of the lead was abandoned and replaced. Oversensing and noise were detected when the newly implanted pace/sense lead was connected to the device. Connector problems were suspected with the device. The device was explanted and replaced. The oversensing and noise continued. The newly implanted pace/sense lead was explanted and replaced. The oversensing and noise was resolved. The high voltage portion of the right ventricular tachy lead is still in use. No patient complications have been reported as a result of this event.